Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no medical device evaluation (mre) review could be performed. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure the patient¿s blood pressure dropped, and while the patient was in recovery, cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. After pericardial drainage, the patient was reported in stable condition, fully recovered, with no residual effects. There¿s no information regarding extended hospitalization, patient¿s outcome, or physician causality opinion. No transseptal puncture was performed and there was no evidence of steam pop. An irrigated flow setting was used set at 15ml/min. Dashboard force visualization and time color option features were used. No biosense webster inc. (Bwi) product malfunctions were reported.